Event description:
It was reported by the patient's legal guardian the personal diabetes manager (pdm) battery was unable to hold charge. The battery was reportedly charged up to 82% with the omnipod charger and suddenly dropped to 3% while the patient was attempting to deliver a bolus. This issue occurred over the last few weeks. Due to the pdm not holding charge, the patient did not bolus when she has eating. The patient went into diabetic ketoacidosis (dka) and shock. The patient was reportedly dehydrated and had ketones (levels not provided). The patient went to the hospital where she was treated with fluids, insulin, sodium mixture and magnesium glucose intravenously. The pod was removed at the hospital. The patient was discharged after two days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.